Event description:
The event involved a device with a battery that was not functioning and did not keep the charge. A review of the device error log during investigation found n252 (depleted battery) and n56 (replace battery) alarms. The device displayed the depleted battery message on start-up and the battery indicator displayed empty. When connected to ac power, the device passed the self-test. When disconnected from ac power, the device displayed a depleted battery message and powered down, which confirmed the battery was not holding its charge. The battery was replaced and the change battery option was pressed in the pump settings. The device then passed testing with no battery alarms. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not being pressed correctly and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.